Event description:
Patient came to office for routine pacemaker check. Upon interrogation, the device was found to be in safety mode. It did not give a date when it switched into this mode, but the last check was done on (B)(6) 2018 with 9.5 years remaining on the battery. Safety mode is a device reset that allows no programming. Boston scientific technical services was contacted. Tech stated the device had a "memory failure" and must be changed out immediately. Pacemaker parameters were set at vvi 72, unipolar, when safety mode occurred.